Manufacturer narrative:
Citation: crochan j. O¿sullivan, md article title: clinical outcomes and revascularization strategies in patients with low-flow, low-gradient severe aortic valve stenosis according to the assigned treatment modality jacc: cardiovascular interventions 2015, 8(5):704-17, 10.1016/j.jcin.2014.11.020. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes and revascularization strategies among patients presenting with low ejection fraction, low-gradient (lef-lg) severe aortic stenosis (as) according to the assigned treatment modality. All data were collected from a single center between january 2005 and december 2012. The study population included 204 patients, predominantly female; mean age 82 years, 68 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: stroke, tia, myocardial infarction, bleeding, acute renal failure, repeat intervention and permanent pacemaker implant. Based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.